Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: externalized conductors due to internal insulation abrasion were noted at 7.3-10.1cm and 10.3-14.2cm from the distal tip. Internal insulation abrasion was noted at 12.9-13.2cm and 14.7-15.2cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 7.8-8.8cm from the distal tip. Insulation and conductor damage was noted at 27.5cm from the distal tip, consistent with clavicle crush damage. The etfe coating was abraded at these locations.

Event description:
It was reported that externalized conductors were observed. Lead was explanted. Patient tolerated the procedure well.